Manufacturer narrative:
Per biomedical engineer the issue was discovered during preventive maintenance (pm). Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer states that lcd is dim. The customer reported that the unit was not in use on patient. The customer contacted product support and determined that the unit has about 14k hours on it with a generation 1 hydis display. Product support advised caller to install a new user interface (ui) assembly. Advised caller that unit will need to be updated with software 2.30 before installing new ui assembly. Caller stated that he has the service tool kit and a service manual. Product support provided part ID for (ui) assembly with nav ring/gray. Caller to perform service work and call back for assistance if needed. This is pending repair information.